Event description:
Event description boston scientific crm received information that the this cardiac resynchronization therapy defibrillator (crt-d) and competitive right ventricular (rv) lead were exhibiting fine noise on the rv rate/sense channel only. All lead measurements were stable and within normal range. The noise has not been reproduced. This oversensed noise led to pacing inhibition of a few seconds and inappropriate episode declaration, although no inappropriate therapy was delivered. The physician elected to reprogram the rv sensitivity to least sensitive, and performed defibrillation threshold (dft) testing at this setting. Technical services advised that the physician may want to try to recreate the noise after dft testing, to ensure that the noise was indeed due to diaphragmatic oversensing. No adverse patient effects were reported in association with this clinical observation. According to the available information, this crt-d and competitive rv lead remain implanted and in service. No additional information is available at this time. Should more information become available, this event will be updated.

Manufacturer narrative:
The physician elected to reprogram the rv sensitivity to least sensitive, and performed defibrillation threshold (dft) testing at this setting. Technical services advised that the physician may want to try to recreate the noise after dft testing, to ensure that the noise was indeed due to diaphramatic oversensing. No adverse patient effects were reported in association with this clinical observation. According to the available information, this crt-d and competitive rv lead remain implanted and in service. No additional information is available at this time. Should more information become available, this event will be updated. Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. The device was then exposed to simulated heart load conditions, and the pacing and sensing functions were tested. The device operated appropriately with no interruptions in therapy output or programmer communication at the returned programmed settings. A series of electrical tests were also performed, and again, normal device function was observed.